Manufacturer narrative:
On 03/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 03/02/2016 a medtronic representative, following-up at the site, tested the frame on another navigation system and it worked normally. Tested the frame on two navigation systems in different locations and it still did not work on this navigation system. Noted port looks damaged. Return requested. Replacement break-out box cable shipped to site 03/02/2016. No parts have been received by manufacturer for analysis. On 03/10/2016 medtronic representative replaced the box, however, issue was not resolved. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's active spine frame was intermittently tracking. The frame would appear in the tracking window with all 4 leds green status, and then completely disappear. When the frame was visible, the geometry error was 0.2, but when it disappeared, it was 0.7. The medtronic representative tried three different reference frames, and the same issue occurred each time. Confirmed there was no electrical interference and no near-by equipment that could cause this issue. Moved the operating room (or) lights away from the surgical site, however, this did not resolve the issue. The surgeon opted to proceed with the surgery, with this knowledge, and placed all screws successfully. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
On 03/17/2016, a medtronic representative went to the site to test the equipment and upgrade the software. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative reported that when the doctor used the navlock awl instead of the tactile awl, the active tracker worked without issue. The rep believes that because the navlock is taller than the tactile awl, the extra height keeps it from blocking the frame while navigating with this user.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned break-out-box was found to be in good condition. The port for the frame was found to be slightly loose, but not damaged. When connected to a known good system, the break-out-box functioned as expected returning green status for all ports with good foot switch function. No problem found. Further review of this event confirmed that the system was fully functional. As previously reported the medtronic representative believes that because the navlock is taller than the tactile awl, the extra height keeps it from blocking the frame while navigating with this user. Based on this clarification, the reported event is unlikely to cause serious harm. This event should not have been considered a reportable malfunction based on the fully functional returned device and investigation details.